Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00511.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-00511. It was reported the patient ((B)(6)) experienced discomfort at the strain relief loop area while applying pressure at the site. Surgical intervention will be taken to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00511. Further follow up identified the patient underwent surgical intervention on (B)(6) 2016 to reposition the leads. A fracture was observed with blood intrusion on one of the lead which was caused due to the revision procedure. Consequently, the fractured lead was explanted and replaced. Reportedly, the issue was resolved with surgical intervention. It is unknown which lead was replaced. Serial number is available for reported devices.